Event description:
Baxter japan reports excess air infused into peritoneal cavity during apd treatment. No patient injury or medical intervention reported by affiliate.

Event description:
Baxter japan further reports pt was diagnosed with pneumoperitoneum in 4/00. Per affiliate, pt received continuous system error 2240 alarms between three nights in 4/2000. The pt did not reset up with new disposables after the alarms were elicited, but re-used the same suppliers for subsequent treatments. As a result of the reported "defective disposable", affiliate reports solution flowed through the set resulting in a wet device.